Event description:
It was reported that a swan ganz was unable to pace from the beginning during use. The customer readjusted the tip of the catheter towards the apex, but it did not pace. Since premature ventricular complex was observed, problem with the pacing lead was suspected. The device was exchanged and pacing became possible. Background of malfunction occurrence, what kind of surgery or examination the catheter was used for, or whether the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. Device was discarded due to exposure to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.